Event description:
It was reported that the patient had a therapy refractory tachycardia and only showed low symptoms of heart failure. A pulpectomy was performed on (B)(6) 2021.

Manufacturer narrative:
Section e1: reporter name is (B)(6). Manufacturer's investigation conclusion: a specific cause for the reported events (tachycardia and polyp), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the esophagogastroduodenoscopy on (B)(6) 2021 revealed polyps in caecum suspected due to adenoma. No polypectomy due to high international normalized ratio (inr). ECG showed 141 beats per minute on 04may and 28may concerning for tachycardia, treated with increased metoprolol dosis